Event description:
It was reported during an open gastric resection (partial gastrectomy) the mcl20 failed to properly place clips and reportedly caused severing of a vessel. The case was completed with suture. There was no consequence to the pt.

Manufacturer narrative:
D6: device returned with no lot identification. H6; body and shaft excessively bowed and both drive links were disengaged due to excessive bow, which gave clearance and allowed disengagement. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, yes; clip in jaw, no; clip stack pressure, good; clip staging, good; clip track location, good; condition of cartridge cover tabs, sheared forward and total # clips remaining, 14. Functional tests & results: anti-backup functional, n/a; clip form properly, n/a; clip feed properly, n/a; cycle applier, no/unable and lockout functional, n/a. Analysis conclusion: based upon the inquiry info received, and the visual examination, it was concluded that the reported incident during surgery may have been caused by the drive links disengaging from the cam tube driver. This may have occurred when pressure was applied to the front of the shaft assembly and or a torquing motion was applied to the handles, which caused the body assembly to flex open. While the body assembly was flexed open the drive links become disengaged, making the applier non-functional. Each instrument is evaluated during the assembly process to ensure that it functions properly. The applier body may become bowed if pressure is applied to the front of the shaft assembly and a torquing motion is applied to the handles, which may cause the body assembly to bow or flex open and internal components to become disengaged or mispositioned.